Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/te) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The electrode belt showed signs of physical abuse. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the electrode belt malfunction. Device evaluation of monitor sn (B)(4) has been completed. . As received, the monitor was failed incoming essential performance testing. Upon evaluation, the u1 processor and the c1 capacitor were physically broken from the monitor computer/analog board. The cause of the inability to complete testing is the defective capacitor and processor. The root cause of the defective processor was physical damage. There was no death or adverse event associated with the monitor malfunction.

Event description:
5/6/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt had a damaged cable and therapy electrodes and that a monitor was unable to complete essential performance testing.